Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical 06-08-2021 MDR=yes tracheostomy/silicone - bivona tubes neo/ped tts cuffs are not inflating symmetrically. Customer requested replacements and did not indicate any patient adverse events.